Event description:
While obtaining a colon biopsy using an olympus cfq160l endoscope, a black metal appearing object approximately 4 mm in size was noted "popping" out of the end of the scope. The object was removed with biopsy forceps. No injury to patient's tissue was noted, and all vital signs and appearances were within normal limits. The device was removed from service and the foreign object was retained. The device is currently being evaluated by the manufacturer.